Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report that the silicone segment broke while flushing was confirmed. Visual inspection observed no anomalies. Tactile examination found that the silicone segment tubing was weakened on the upper portion just below the upper fitment . Functional testing was performed; slight bulging was observed during priming and the gravity test. The set was then inserted into a pumping module and programmed to run at a rate of 125 ml/hr; no issues or alarms were noted. The cause of the silicone segment breakage and bulge was not identified.

Event description:
The customer reported "faulty IV sets". This file was created for an 'unexpected return" which accompanied a tubing sent in for a different file with no information other than the tubing was 'faulty'. A note was attached to the received product which stated the "tubing (soft part) in the pump broke when flushing line for pb". Although requested, no additional patient or event information was provided.

Manufacturer narrative:
Aware date is 08/25/2016